Event description:
The report indicated that the customer experienced a skin infection at the pod placement site. She was looked at by her doctor who was concerned, the patient had (B)(6). Customer care had followed-up after the doctor visit; they asked, if "there had been any issues," and were told, "no." No product will be returned for evaluation.

Manufacturer narrative:
The pod will not be returned for evaluation. Unable to confirm any product malfunction. The omnipod user guide instructs patients to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the patient is advised to immediately remove the pod and apply a new one, contact a healthcare provider, and treat the infection according to the healthcare provider's instructions. The customer followed these instructions per the user guide and received medical attention in order to treat the infection.